Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty power unit, and the xenon lamp was at more than 500 hours. The customer will replace the lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a laryngoscopy, the lamp cannot be lit up on the visera elite xenon light source. The procedure wasn¿t completed and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon ¿the main lamp does not light up and switches to the emergency light" was confirmed and it occurred due to a faulty power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.